Event description:
Narrative from staff: surgeon was using cor knot device during a case and the device "jammed up after crimping" causing prolonged surgery time. Narrative from operative report: the sutures were placed through the sewing ring and the prosthesis was lowered into place. The handle was removed, and the valve was secured using a cor knot device. Of note, the first two cor knots cut the suture, but no rivet was deployed. These sutures were removed, and I was able to find one of the pledgets in the ventricle, but after ten to fifteen minutes of searching I could not locate the other pledget. The two sutures were replaced within the annulus and passed through the sewing ring and secured with a new cor knot device. The valve was then cut from the mounting frame and on injection appeared competent. The patient was rewarmed. The left atriotomy was closed with running 3-0 prolene in simple fashion. A left ventricular vent was placed through the suture line and mitral valve prosthesis.